Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. This occurred while programmed in the primary vector. Technical services (ts) analyzed device episode data and found that the r-wave had low amplitude then provided programming recommendations for troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.